Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.80 x 16 graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending artery. A 2.8 x 16 mm graftmaster and a 3.5 x 19 mm graftmaster covered stents were both implanted to treat the perforation; however, there was still a leak in the vessel so there were multiple balloon inflations to completely seal the perforation and complete the procedure. The patient is fine. There was no clinically significant delay in the procedure. No additional information was provided.